Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: g3, g6, h2, h3, h4, h6 visual evaluation of the returned product found the packaging was previously opened. A hair like fiber was found in the inner sterile blister. As the packaging was previously opened, the source of the debris cannot be confirmed. This complaint cannot be confirmed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination. Medical records were not provided. A definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was returned opened. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that a circulating nurse noticed a hair in the packaging of an implant prior to handing the implant into the sterile field. A new implant was used to complete the surgery. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.